Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation 12-nov-2025. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was broken. Further analysis under image magnification showed stress marks on the hemostatic valve. The original dilator was introduced and no resistance was felt. The dilator outer diameter (od) was measured, and the dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve damage and impeded device issues were confirmed as the impeded issue could be related to the condition of the hemostatic valve. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified that the hemostatic valve was broken. During the procedure, the vizigo sheath valve was defective, preventing the guide and catheters from passing through. The device was replaced without causing any harm to the patient. Additional information was received. The caller could not identify, irrigation of the sheath was performed, when introducing the ablator, the physician noticed that there was a lot of resistance. The sheath was being used on the patient. No air entered the patient¿s body. No occlusion when irrigating the sheath. No material causing the obstruction. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-dec-2025, observed that the hemostatic valve was broken. Further analysis under image magnification showed stress marks on the hemostatic valve. The event was originally considered non-reportable, however, bwi became aware that the hemostatic valve was broken on 05-dec-2025 and have assessed this returned condition as reportable.